Event description:
It was reported that the implantable cardiac monitor (icm) could not be interrogated on (B)(6) 2025, via blue tooth (ble) due to low battery. Bluetooth was re-established by troubleshooting and reinstalling the patient's mobile application. Major battery depletion was observed between (B)(6) 2025, on scheduled transmissions. The last transmission on (B)(6) 2025, noted the battery was approaching low levels. There were no patient consequences.

Manufacturer narrative:
Following physician & facility: dr. (B)(6), (B)(6).